Manufacturer narrative:
Manufacturer reference: #(B)(4). Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. No device is available for investigation. The clinical investigation concluded: it was reported that the charger was overheating- charger was smoking and leaking fluid. No patient harm or property damage reported. It was reported that it was unsure if it was the original power cord & adapter, but it was the original charger. Risk register reference: the residual risk after the risk control measure(s) is acceptable. This is covered in a CAPA. This is a combined (initial and final) report as no follow up is expected.

Event description:
It was reported: I am assuming incident happened on (B)(6) 2023. Her emailed stated that while charging her hearing aids, charger was smoking and leaking fluid. She removed hearing aids from charger (hearing aid working fine) and tossed charger, power cable and adapter in outside trash. She did not feel safe to have it in her home. No patient harm. Unsure if it was the original power cord & adapter. But it was the original charger. Bought in (B)(6) 2019.